Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
During the administrative review of the file, it was determined that the initial report submitted on 10/29/2014 should have been submitted as an initial/final report. Based on the manufacturer's investigation, a correlation between the device and report of elevated ldh and an underlying cause for the elevated ldh could not conclusively be determined; however, hemolysis is listed in the device's approved labeling as an adverse event that may be associated with the use of the left ventricular assist system (lvad). The patient continues on lvad support with no further related issues reported. No further information is available. The manufacturer has closed its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 due to hemolysis. Her ldhs elevated to 500-600. The patient returned to an ldh level of 300. The patient's aspirin dosage was changed from 81 mg daily to 325 mg, her inr goals were 2.5-3.0, and the pump speed was at 9400 rpm. The patient was discharged to home on (B)(6) 2014, and there have been no further issues at this time.